Manufacturer narrative:
An event regarding alleged disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation medical records received and evaluation: not performed as medical records were not provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information concerning disassociation are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Note: it was reported that the trunnion of the accolade stem as well as the disassociated femoral head exhibited black corrosion. These devices were not returned to stryker orthopaedics. If the devices are received, this investigation will be reopened and the indications of corrosion will be investigated.

Event description:
Patient presented in the ER with a dislocated tha due to a disassociated head and was scheduled for surgery on (B)(6) 2015. During surgery there was significant metallosis notice in the joint. The trunnion of the accolade stem had black corrosion on it. The same was found in the disassociated femoral head. The surgeon decided to remove the stem, revise the femur and replace the liner. He used the restoration modular system for the femur revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented in the ER with a dislocated tha due to a disassociated head and was scheduled for surgery on (B)(6) 2015. During surgery there was significant metallosis notice in the joint. The trunnion of the accolade stem had black corrosion on it. The same was found in the disassociated femoral head. The surgeon decided to remove the stem, revise the femur and replace the liner. He used the restoration modular system for the femur revision.